Event description:
The teflon adheres to the child's skin, making insertion difficult and causing pain, skin damage, and injury to a blood vessel. Furthermore, removing the bevel ruptures the blood vessel. A clinical advisor is requested to review the technique and, if the product is found to be defective, to return the units currently in use at the facility. No additional information provided.